Manufacturer narrative:
Results: the jet7 was kinked approximately 109.5 cm from the hub. The device had additional kinks approximately 122.0, 122.5, 123.0, 126.5 and 127.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a kink and revealed additional kinks along the distal shaft. The reported stretching could not be confirmed. If the device is manipulated against resistance, damage such as kinks may occur. During functional testing, the jet7 was unable to advance through the proximal end of a demonstration rhv due to the proximal kink. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the (m1) segment of the middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), and a guidewire. The patient anatomy was tortuous. During the procedure, the physician completed two passes using the jet7. While retracting the jet7, the physician experienced resistance and kinked the jet7. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a non-penumbra catheter and the same neuron max. There was no report of an adverse effect to the patient.